Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309101, lot# 50956231, product type: screening device .

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that during the final portion of the percutaneous nerve evaluation (pne) when the medical assistance (ma) went to place the right pne wire into the red port on the patient cable, the lead broke in half at the insertion site to the cable. This occurred at the end of the procedure. No diagnostics or troubleshooting was performed. The pne wire on the right was removed from the patient. The doctor then re-draped and sterilized the procedural area to replace the lead on the right side. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned. The rep was unable to determine if the lead was from the kit or was from the separate box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.